Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. (B)(4).

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient experienced pain and bleeding at incision site so their spouse changed the dressing. As a result of what was reported, they were encouraged to follow up with their healthcare provider (hcp). Two days later, patient is going to follow up with their hcp on (B)(6) and is going to have the lead removed. On (B)(6), patient's spouse cut the lead when they were changing the dressing. Lead removal is scheduled for (B)(6). No further patient complications have been reported as a result of this event.